Event description:
Patient was to undergo an endoscopy procedure. Scope was checked and passed prior to use. Patient was sedated. After insertion, picture disappeared. A new scope was tried. Same result. The endoscopy department's video processor was replaced with one from the or and both scopes were still unusable. A third scope was obtained and worked properly with the or video unit. Biomed was called and arrived during procedure. Additional medication was given to the patient. The procedure continued without further events. Biomed checked equipment after the case completed. Clinical engineering investigation: the first scope has a suspected broken wire. The second scope was found to have a "filmy" substance interfering with proper pin connections (suspected poor glue job during a previous repair) - the light source had a light bulb change. Both scopes were sent to pentax for evaluation/repair.